Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was overheating. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor of the device was heating up fast, the locking sleeve was stiff and there was an unusual noise due to a broken drive shaft. It was determined that this was indicative of applying extreme force on the device while in use. The assignable root cause was determined to be due to excessive force which is normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.